Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was noted that the measurements had gradually increased. Boston scientific technical services (ts) discussed troubleshooting options. The patient was to be brought in to evaluate the lead. No adverse patient effects were reported. The lead remains in service.